Event description:
It was reported that prior to implant while device was in the box, interrogation of the device showed a message for longevity analysis.

Manufacturer narrative:
Upon interrogation, an alert for excessive device current drain detected was observed. Review of trending data noted high current drain. The device was tested on the bench and using automated test equipment and no anomalies were found. The root cause of the high current could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.